Event description:
It was reported that this patient underwent a scheduled implantable cardioverter defibrillator (ICD) system implant procedure. It was noted that the physicians initial intent was to implant a bi-ventricular ICD system. Coronary sinus access was obtained but extremely difficult patient anatomy prevented successful implantation of a left ventricular (lv) lead. The attempted lv lead implant lasted approximately two hours and the two attempted lv leads were noted to have functioned as expected during the case. As a result of the failed lv lead implant, the physician elected to implant a dual-chamber ICD system instead. Lead measurements were noted to be appropriate after connection to the device. A defibrillation threshold (dft) test was performed and was successful using a 31 joule device shock. Approximately three to four minutes after the dft test, the patient exhibited pulseless electrical activity (pea) and cardiopulmonary resuscitation (CPR) was started. The patient was noted to spontaneously go into ventricular fibrillation and the ICD device provided appropriate shock therapy at least one time. At some point, the physician elected to only use external shocks. An echocardiogram revealed no effusion or tamponade. The patient was transferred to the intensive care unit (ICU) but their condition was not stable. Later that evening, the patients family elected to withdraw care and the patient passed away. It was noted that the ICD device operated as expected. The patient was indicated to be extremely sick prior to the implant procedure and the physician noted that the patient needed the ICD system to provide a therapy bridge to a possible heart transplant. The attempted lv leads were discarded by a healthcare provider (hcp) during the procedure and the implanted ICD device and associated implanted leads were not explanted after the patient passed away.